Manufacturer narrative:
The device was returned as part of the asset return process, and in addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to wear of the angle wire the bending angle in the left direction did not meet the standard value, the plastic distal end cover had a dent, the adhesive around the light guide lens had wear, the adhesive on the bending section cover rubber had a crack, and the connecting tube had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder had foreign material attached. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: detection methods are written in operation manual chapter 3 preparation and inspection. Prevention measures are written in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.